Event description:
It was reported that the on/off on a pump keypad is inoperable. The customer also stated that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: 53582. The baxter device evaluation found the on/off, setup, ok, run/stop, (.), #0, #1, #2, #3, #4, #5, #6, #7, #8, and #9 keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the setup key will occur following the selected key's function (eg, when the 1st soft key is pressed the 1st soft key followed by setup will be entered). This does not allow the user to program or start an infusion. Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted. At the time, the date of event is unknown.